Event description:
Reporter indicated that his vns therapy programming handheld was not properly charging and therefore, the battery was remaining dead. Handheld was returned to MFR for product analysis, however, that analysis is not yet completed.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.